Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no report on whether the malfunction impacted the customer's blood glucose level, and the caller declined to answer if it exceeded 500 mg/dl. Customer technical support provided assistance with resetting the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to call back if any malfunction code appears again.